Event description:
It was reported that during an unknown procedure that the device jammed. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Dropping/ejected clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 7 clips as intended and ejected 9 clips. The instrument locked out was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.